Event description:
It was reported that a male patient in his 50s underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring an emergent procedure. During the procedure, the ridge was ablated at the vein of marshall at. A 2fr lifeline catheter was attempted to be entered to vein of marshall, but they had difficulty. Then, when it returned to the left atrium, a decrease in blood pressure was confirmed. Tamponade occurred behind the auricle. Atrial septal puncture was performed with using rf needle. Ablation was in the ridge before pericardial effusion or tamponade was confirmed, and cf was not particularly problematic. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting is default setting. Additional information received on 9-jun-2022. It was reported that resistance with sheath occurred with a vizigo sheath with lot #00001891. There was no damage to the hemostatic valve. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. There was resistance and it was difficult for the device to advance. There was no visible damage/deformation of the dilator. The physician¿s opinion on the cause of this adverse event was that the power was 40 w and it was too high. The patient outcome of the adverse event was improved.it is unknown if the patient required extended hospitalization because of the adverse event. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Since the event (cardiac tamponade ) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6). The device has been reported as unavailable, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).